Event description:
A (B)(6) male with pmhx of dm used the freestyle libre 2 for the monitoring of bg. Pt received 2 boxes from the pharmacy and received an error message that the sensor was not working when attempt to check his bg. Pt received the same error message after 3 attempts and after replacing the sensor, pt continue to receive the same message. Pt was then advised to contact the manufacturer as the expiration date on the box says 10/2022. Per vista, freestyle libre 2 was dispensed from cmop. Ndc# (B)(4), lot# ktp003046, ktp003269, ktp003045, ktp003044. Expiration date: 10/31/2022. Sensors not working.